Event description:
The physician used this coil through an sl10 m/c to treat (acom) anterior communicating artery aneurysm. Continuous flush was given during all the procedure. The physician was well trained. Every step of the (IFU) instruction for use for prep was followed. During insertion into the aneurysm, the coil was stretched. Currently there is no info regarding the aneurysm. No neck remodeling was utilized. A non-cordis (sl10) microcatheter was utilized for the procedure. Prior to utilizing, the (mc) microcatheter was not re-shaped. There was no resistance between the (gw) guidewire and the mc when accessing the target site or during advancement of the coil through the mc. Prior to this coil, two other coils were advanced through the same mc without resistance. No kinks were noted in the mc that may have contributed to the event. The unraveling/stretching of the coil occurred during withdrawal for repositioning in the aneurysm. The mc was not repositioned over the coil. One to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. One-to-one relationship between the coil and delivery tube was noted due to the coil stretching. Coil entanglement with previously placed coils possibly suspected to contribute to the event, but it's not sure. No additional intervention was required. The final outcome was that the entire coil was removed with some difficulty with the mc as a unit; however, the same mc was utilized to complete the procedure along with a similar coil. The pt status post procedure as compared to pre-procedure was stable.

Manufacturer narrative:
The product was not returned for analysis. Additional info will be submitted within 30 days of receipt.